Manufacturer narrative:
H6: investigation summary: a 20039e sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22065466. The feedback provided by the customer suggests an occlusion was detected during use of the smartsite extension set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065466 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd alaris smartsite extension set extension tube will not work. The following was received by the initial reporter: verbatim: extension tube push and pull will not work.

Event description:
It was reported that the bd alaris smartsite extension set extension tube will not work. The following was received by the initial reporter: verbatim: extension tube push and pull will not work.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.